Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was vomiting and was admitted to the hospital for diabetic ketoacidosis. Customer was in the hospital for approximately 3 days. Contact thought the event was caused by an illness; however, the infusion set cannula was found to be kinked. No additional information regarding the hospitalization was reported. The type of infusion set was not reported.